Manufacturer narrative:
This is follow-up MDR report being submitted with associated MFR# MFR# 2954740-2017-00020 and 1226348-2017-00006. On (B)(6) 2017: mrs 5 points. As reported by a healthcare professional, during a coiling procedure a deltamaxx sr plat 18 sys 4 x 15 coil stretched. The procedure was coil embolization of an aneurysm at an unknown location. The coil had stretched during deployment. There were no damages noted on the coil prior to use. There were no adverse events however there was a time delay caused due to the reported event. It was initially reported that the complaint product is available for return. Adverse event of asymptomatic cerebral hemorrhage was reported (B)(6). It was reported that on (B)(6) 2016 at 0500 pm patient develop cerebral infarction due to occlusion in the distal portion (m1) of left middle cerebral artery. The patient was hospitalized. Before the procedure, neurological status was reported as aspects-CT:7points, nihss:24points, tici: 0point. The vessel diameter at the occluded site at proximal portion: 2.8mm, distal portion 2.3mm and length was 8mm. At 7:30pm t-pa (0.6mg /kg) was administered. The patient was punctured at 9:38pm. Revive se (complaint product) was deployed once at the blocked area but there were no changes with tici: 0 point (10:27pm). Pta was performed by using a balloon catheter (gateway, stryker) but there were no changes to tici. After that, enterprise 2 vrd was placed at the lesion and tici: 2points (10:50pm.) Was obtained. The procedure was completed at 11 pm. On (B)(6) 2016, nihss was reported to be 20 points. Asymptomatic hemorrhagic infarction (hi 1) in the occluded vessel region was confirmed under CT on (B)(6) 2016.

Manufacturer narrative:
This is initial/final MDR report being submitted for this complaint with associated MFR# 2954740-2017-00020 and 1226348-2017-00006. The revive se is not distributed in the united states; however, it is similar to the revive pv that is distributed in the united states. (B)(4). Concomitant products: guiding catheter (6fr chaperon, terumo). Micro catheter (prowler select plus). The revive se will not be returned and with no alleged quality issues no root cause analysis can be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Device ineffective is a known potential adverse event associated with the revive se device and is listed in the IFU as such. Cerebral infarction is a known potential adverse event associated with the use of both the revive se and enterprise devices and is listed in the ifus as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the information suggests that the underlying disease process of thrombotic occlusion in the cerebral vessel, medication regimen and thrombus composition may have contributed to the reported events. No further actions are needed at this time.

Event description:
Adverse event of asymptomatic cerebral hemorrhage was reported (B)(6) study patient (B)(6). It was reported that on (B)(6) 2016 at 0500 pm patient develop cerebral infarction due to occlusion in the distal portion (m1) of left middle cerebral artery. The patient was hospitalized at 08:52pm . Before the procedure, neurological status was reported as aspects-CT:7points, nihss:24points, tici: 0point. The vessel diameter at the occluded site at proximal portion: 2.8mm, distal portion 2.3mm and length was 8mm. At 9:30pm t-pa (0.6mg /kg) was administered and patient punctured at 9:38pm. Revive se (complaint product) was deployed once at the blocked area but there was no changes with tici: 0point (10:27pm). Pta was performed by using a balloon catheter (gateway, stryker) but tici was no changes. After that, enterprise 2 vrd was placed at the lesion and obtained tici: 2points (10:50pm.). The procedure was completed at 11 pm. On (B)(6) 2016, nihss was reported to be 20 points. Asymptomatic hemorrhagic infarction (hi 1) in the occluded vessel region was confirmed under CT on (B)(6) 2016.